Event description:
Animas received notice of this patient's death when a letter was returned on (B)(6) 2011 stamped "deceased." Multiple attempts to reach family members and health care professionals have been unsuccessful. It was discovered that the date of his death was (B)(6) 2011. According to patient records, the patient was trained to use the insulin pump on (B)(6) 2010. Clinical notes indicated that he had limited understanding of diabetes prior to insulin pump training. According to the notes he had a history of low blood glucose (bg) prior to insulin pump therapy initiation. In addition, he had a history of myocardial infarctions, neuropathy, and retinopathy. He received extensive bg management as well as additional training between (B)(6) 2010. At that time he was discharged from animas bg management program to his physician's care. There were no complaints made against the pump and no report of adverse events on file. This event is being reported because inadequate information is available to rule out the possibility that the use of an insulin pump caused or contributed to the patient's demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The initial reporter was an animas representative who received return mail stamped "deceased."